Manufacturer narrative:
Explanted product was discarded by the surgical center and will not be returned for evaluation. This is the final report.

Event description:
During a trial implant procedure, the patient's dura was punctured. The surgeon administered a blood patch. Later, the patient reported headaches and was hospitalized. The trial leads were explanted and the patient is doing fine. The surgeon confirmed that the patient does not have an infection.